Event description:
It was reported that the sense/pace portion of the lead was capped due to noise.

Event description:
New information states during follow-up externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016 due to noise. Patient was stable before, during and after procedure.